Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was over 600 mg/dl. Customer treated their high blood glucose level via manual injection. Customer declined to troubleshoot for high blood glucose and advised their blood glucose levels were high because of a bent cannula. Troubleshooting for no delivery alarm was performed. Customer resolved the issue by changing out their entire infusion set. The product was not returned for analysis.